Manufacturer narrative:
(B)(4) describe event or problem - additional, concomitant medical products and therapy dates - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A data log was downloaded and reviewed. During log review, there was no observation of a loss of connection. It was observed that the receiver and transmitter did not pair successfully. Due to not pairing successfully it may be interpreted as a loss of connection. However, the reported event of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient experienced a loss of connection between the receiver and transmitter and an adverse event on (B)(6) 2016. Patient's wife stated that the patient was sweaty, incoherent and had slurred speech, which resulted in her calling the emts. Patient's wife tested the patient and he was 36 mg/dl. When the emts got there a few minutes after, they tested him at 26mg/dl. The patient received liquid sugar, IV 10, from the medical response personal on the way to the hospital. At the hospital, the patient received an MRI and blood work was also done. Patient's wife stated that the patient was admitted to the hospital on (B)(6) 2016. Date of intervention is an approximation. According to patient's wife, the loss of connection contributed to the medical intervention. At the time of contact, the patient was in normal condition. The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5212148) being used at the time of event was returned for evaluation. Functional testing and a pairing test was performed and the tests failed. Shared data is not available for review. The reported event of a loss of connection could not be confirmed through transmitter testing. A root cause could not be determined.